Event description:
"Pacemaker eroded out of pocket." Leads removed also. Leads manufactured by st. Jude. Case: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).